Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. The reporter confirmed no power loss had occurred. This complaint is being reported because, at the time of the contact, the blank display screen issue remained unresolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Observed multiple cs 54 alarms in history following a low battery warning. Was able to upload slave processor. Follow-up # 1 (B)(4)- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on and the display screen was found to be fully illuminated and fully functional; the complaint could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.